Event description:
Three days post index procedure, the patient experienced a myocardial infarction (mi) secondary to occlusion of a stent (cws23250/lot 14109451) in a diagonal branch in the left anterior descending (lad) artery. Three days later, the patient expired. The cause of death was cardiac, due to the mi. The patient is a male. In 2009, the patient underwent stenting of the distal right coronary artery (rca) with a 2.5x28 des stent (non cordis). Two months later, the patient underwent ptca and stenting of the 1st diagonal branch of the lad. Per physician dictation, heart cath documentation states 1st diagonal stented with a bms 2.0x8mm (non cordis). Three months later, ptca of the diagonal branch of the lad was performed using a cypher 2.5x23 (cws23250/ lot 14109451) stent. First or second branch was not specified. Four months later, the patient was consented to the cypress study. Two lesions were treated during the index procedure. The indication for the procedure was positive study for ischemia (shortness of breath when walking). The target lesion location was the mid right coronary artery (rca) and the first diagonal branch of the left anterior descending (lad). The patient's blood pressure at baseline was 178/80. Heart rate was 55. The patient's cardiac enzymes were normal pre-procedure. Reference vessel diameter of the mid rca was 2.5mm. The lesion was de novo. The lesion had little or no calcification present and there was no thrombus present at the delivery site. Lesion classification was a type a. Pre-dilatation of the lesion was not performed. A cypher (cws33350 / lot 15015445) was successfully deployed. There was no post-dilation of the stent. Reference vessel diameter of the first diagonal branch was 2.5mm. The lesion was de novo. The lesion was not calcified or tortuous. There was no thrombus present at the delivery site. Lesion classification was a type b1. Pre-dilatation of the lesion was performed with a 2.5x15mm balloon at 8 atmospheres (atms). A cypher (cxs08225 / lot 15012559) was successfully deployed. The stent was post dilated with a voyager balloon. The procedure was successfully completed. Timi flow was 3. The patient was discharged the next day later with thienopyridine treatment, aspirin and clopidogrel prescribed. Three days later, the patient experienced a myocardial infarction secondary to occlusion of the stent (cws23250/lot 14109451) in a diagonal branch in the left anterior descending (lad) artery. The patient received medical management only. Three days later, the patient expired. The cause of death was cardiac, due to the mi. The subject was on anti-platelet therapy 24 hours prior to the event. The event was determined to be probably related to the cordis stent.

Manufacturer narrative:
The adjudication was reviewed and agreed that the patient experienced an mi with ventricular rupture. However, the total occlusion of the stent in the diagonal branch is being defined as stent thrombosis by protocol and arc definition. The complaint conclusion has been updated to reflect this change. Information received from the (B) (4) study indicated that an (B) (4) patient experienced a sub-acute thrombotic event, myocardial infarction and a resulting ruptured left ventricle after having coronary artery stents implanted. The patient's medical history was significant for previous percutaneous intervention, hypertension, st elevation myocardial infarction and congestive heart failure. The previous pci's included the distal right coronary artery (rca) with a non-cordis des and a non-cordis bare metal stent (2.0mm x 8mm) was implanted in the ostium of the first diagonal branch (dx) and the implant of a 2.5mm x 23mm cypher stent in an unspecified dx branch. These pci's were performed in (B) (6), (B) (6) and (B) (6) of 2009, respectively. In (B) (6) 2009 the patient was consented into the (B) (4) study for the indication of positive ischemia and shortness of breath when walking. Two lesions were identified for treatment, the mid rca and the first dx branch. The rca was described as 2.5mm, de novo with little or no calcification and no thrombus present. The lesion was direct stented with a 3.50mm x 33mm cypher stent. The stent was successfully deployed and did not require post-dilation. The first dx was described as 2.5mm in diameter, de novo and without calcification or thrombus. The lesion was pre-dilated followed by the implant of a 2.25mm x 8mm cypher stent. The stent was post-dilated for optimal expansion. The patient was discharged the following day on aspirin and plavix. Three days later, the patient experienced an mi secondary to occlusion of the cypher stent in the first dx. The patient received medical management only and died three days later. The death certificate lists the cause of death as mi, coronary artery disease and ruptured left ventricle. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Sub acute thrombosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. Ventricular rupture is a rare but lethal complication of mi and usually occurs 2-8 days after an infarction and often precipitates cardiogenic shock. Review of the information provided suggests that patient factors (history of mi, positive ischemia prior to implant and hypertension as well as age and advanced coronary artery disease) may have contributed to the reported events.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.